Event description:
Caller reported experiencing a tandem mobi cartridge alarm, causing blood glucose levels to display as "high," though specific values were unknown. Despite the elevation in blood glucose, there was no report of injury; however, ketones were present, and the customer required assistance from the school nurse, who helped with loading supplies. To address the issue, the customer administered a correction bolus via the pump. Tandem's technical support confirmed the pump alarm issue and decided to send a replacement pump. They provided storage mode instructions and arranged for the return of the problematic pump within ten days. The customer acknowledged and understood the instructions for receiving and setting up the replacement pump.